Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. It was noted that the bending section cover was cut and was leaking, the light guide (lg) cover glue of the distal end of the device was peeling, probe unit was cut/chipped, the plastic distal end cover was cut, which affected the insulation, and the bending section cover glue was chipped. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a leak by the tip. Upon inspection and testing of the customer¿s returned device, it was observed that the probe unit pink rubber was chipped, and the light guide (lg) cover glue was peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the chipped pink rubber and light guide cover glue peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.